Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex st mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol ventralex st on (B)(6) 2012 and an unspecified bard mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both the ventralex st and bard mesh. Attorney alleges that the patient had underwent revision surgery on or about (B)(6) 2014 for partial removal of ventralex st mesh. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.